Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. Device evaluation summary: the analysis results found that a tcr10 reload was received with the left gripping surface broken off. The cartridge was received fully fired. No functional testing was performed due to the condition of the reload. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. The stapler was not returned. Reload batch #: m54606, reload manufacturing date: 6/29/2015, reload expiration date: 5/30/2020. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the dr. Was doing a gastrectomy in sth. After firing the tlc10 stapler, a scrub nurse removed the reload by pulling the gripping surface. The gripping surface was then broken. (The reload and the broken piece were returned.) There were no patient consequences reported.